Event description:
It was reported that a novalung console had flow measurement alarms during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Prior to the alarms appearing, it was reported that the machine¿s flow rate had disappeared then reappeared in the middle of priming. It was also reported that a rotary knob malfunction occurred while the minilung kit was being primed for use; the perfusionist was unable to increase rpms from 2500. This problem was resolved after a few minutes without any action. Veno-arterial ECMO was then started, and approximately one hour later the console displayed technical failure alarms #208 and #206. No visual defects were noted with the console, the flow sensor, the sensor box, or any of the connected cables. Reconnecting the cable of the flow sensor did not resolve the issue. Flow measurement was not possible with the sensor box, so a transonic flowmeter was used instead. However, it was confirmed the treatment was continued using the same kit and console. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. To fix the console, the sensor box was later replaced by a fresenius technician. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. Additionally, the patient did not experience any blood loss due to the event. Log data was downloaded and provided for review, and the sample was reportedly available for evaluation.

Manufacturer narrative:
Plant investigation: the function controller (fuco) flow filter board was returned for evaluation. The part consists of components d500-0255aa (pcb (emv-adapter)) as well as cables d500-0187bb and d500-0187cb. Both cables and the board were confirmed to be correctly installed, and the orientation of the connections was in accordance with product specifications. During testing of the fuco-flow filter board, no error could be detected. However, the machine files showed a repeated occurrence of alarms #206 and #208, which can be assigned to a known error pattern. Investigation of similar complaints revealed that the flow measurement alarms were due to an interruption in communication between the flow sensor and the sensor box. This is most likely due to a fault in the power supply to a circuit board within the sensor box. An increased contact resistance, either at the p102 connector of the ¿digiflow mini1¿ board or at the x11 connector of the fuco board might have caused an insufficient voltage supply of the ¿digiflow mini1¿ board. A review of the device history record (DHR) was performed. No non-conformities were observed during the manufacturing process. The described situation is adequately addressed in the instructions for use (IFU). A new CAPA was opened to address this issue, and measures will be taken to prevent the occurrence of this error in the future.

Event description:
It was reported that a novalung console had flow measurement alarms during a patient¿s extracorporeal membrane oxygenation (ECMO) therapy. Prior to the alarms appearing, it was reported that the machine¿s flow rate had disappeared then reappeared in the middle of priming. It was also reported that a rotary knob malfunction occurred while the minilung kit was being primed for use; the perfusionist was unable to increase rpms from 2500. This problem was resolved after a few minutes without any action. Veno-arterial ECMO was then started, and approximately one hour later the console displayed technical failure alarms #208 and #206. No visual defects were noted with the console, the flow sensor, the sensor box, or any of the connected cables. Reconnecting the cable of the flow sensor did not resolve the issue. Flow measurement was not possible with the sensor box, so a transonic flowmeter was used instead. However, it was confirmed the treatment was continued using the same kit and console. The alarms were confirmed to be related to a CAPA that was opened for flow measurement issues. To fix the console, the sensor box was later replaced by a fresenius technician. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required due to the reported alarms. Additionally, the patient did not experience any blood loss due to the event. Log data was downloaded and provided for review, and the sample was reportedly available for evaluation.

Manufacturer narrative:
Plant investigation: a review of the device history records (DHR) was performed by the manufacturer. No non-conformities were observed during the manufacturing process. Additionally, a 100% final testing of each machine ensures that devices are delivered according to specification. The plant investigation is still in process. A supplemental MDR will be submitted upon completion of this activity.